Manufacturer narrative:
Corrections: evaluation conclusion code updated from d02: cause traced to component failure to d0301: manufacturing deficiency. Component code added: g04135: valve(s). A polarsheath was returned and analyzed. The reported complaint was confirmed. The sheath failed aspiration testing at a rate of approximately 30 cc per second. Visible air bubbles were drawing into the polarsheath and seen in the luer and syringe. The sheath was however able to hold pressure while pressurized at 5.5 psi in hemostasis testing. A large tear was seen in the hemostatic valve which could lead to leaks. The cause for this tear is believed to be a misaligned puncture with the valve slits. This failure is being further investigated under (B)(4).

Event description:
During a catheter ablation procedure to treat atrial fibrillation, a polarsheath was selected for use. It was reported that at the end of the case, there was a report of blood leakage from the valve. Procedure was completed and there was no problem in the impact on the patient. Product has been returned and analysis has been performed.

Event description:
During a catheter ablation procedure to treat atrial fibrillation, a polarsheath was selected for use. It was reported that at the end of the case, there was a report of blood leakage from the valve. Procedure was completed and there was no problem in the impact on the patient. Product is expected to be returned.

Manufacturer narrative:
A polarsheath was returned and analyzed. The reported complaint was confirmed. Visual inspection observed that the hemostatic valve was found to have a large tear which was visible under microscopy. Functional testing was performed and confirmed there was no air visible in the flushing line during test/syringe vacuum. The device passed the test method as currently released without a dilator inserted during the test. The sheath was able to maintain a minimum pressure of 5.5 psi. No leaks were observed. Air pressure test for location of leaks was performed and the pressure decay value passed. In conclusion, the reported complaint was confirmed. The sheath failed aspiration testing at a rate of approximately 30 cc per second. Visible air bubbles were drawing into the polarsheath and seen in the luer and syringe. The sheath was however able to hold pressure while pressurized at 5.5 psi in hemostasis testing. The large tear in the hemostatic valve could lead to leaks.

Event description:
During a catheter ablation procedure to treat atrial fibrillation, a polarsheath was selected for use. It was reported that at the end of the case, there was a report of blood leakage from the valve. Procedure was completed and there was no problem in the impact on the patient. Product has been returned and analysis has been performed.